Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/26/2021, it was reported by a sales representative via sems that an ar-12990 knee scorpion mouth broke in half. This was discovered during a procedure, patient was not affected. No further information given. Additional information requested. Additional information received 10/28/2021: during a meniscal repair, although there was not torqueing and surgeon had no issues inserting device into the joint, the knee scorpion broke inside the joint after inserting it. All broken fragments were retrieved and case was completed successfully using a new knee scorpion needle.